Event description:
Dr was performing a hysteroscopy and d&c procedure, when the tip of the instrument came off into pt. Dr retrieved piece and went on to complete procedure. There was no adverse effect on pt; pt condition post-op was stable.